Manufacturer narrative:
The investigation has been started. Photos and the device error log were available for investigation. Additional questions have been raised. The time of event was reported to be 10:20, but most likely the ventilator time was 1 hour ahead as the event could be traced in the logs to 11:20. The device error log shows error messages related to the flow sensor ("flow sensor soiled", "neonatal flow sensor failed" also during the days prior to the vent. At 11: 20 the ventilator issued alarmed regarding disconnection, mv low and peep high. Also, a suction maneuver could be seen. Afterwards the ventilator was continuously used until 20:33. The photos showed burning marks at the patient hose system as well as at the neonatal flow sensor. The flow sensor as well as the heated breathing circuit which was used on combination with an external nebulizer were requested for investigation. Without the material it is not possible to find out, if the root cause for the event was related to the flow sensor or the heated breathing circuit. Nevertheless, the instruction for use of the ventilator requires that the flow sensor is not used during nebulization. Further information will be provided in a follow-up report.

Event description:
It was reported that the patient circuit burned from flow sensor side during patient connect. The customer stated that during patient connect there was a burning smell and suddenly fire start. No patient injury has been reported.

Manufacturer narrative:
Photos and the device error log were available for investigation. The affected breathing circuit hose and the neonatal flow sensor were provided for hardware analysis. The heated breathing circuit did not reveal any malfunction of the heating wires. The investigation of the neonatal flow sensor indicate that ignition took place inside the flow sensor. The device uses the hot wire principle for flow measurement. The measurement wire (extreme thin platinum wire) inside the flow sensor is heated to stay at a constant temperature. The higher the flow the more the wire is cooled down. The cooler the wire the more current is required to keep a constant wire temperature. Current consumption is used to calculate flow. This working principle is described in the IFU. A thermal event in a flow sensor requires all elements of the ignition triangle: ignition source, oxygen and fuel. Oxygen is available during most ventilation applications. The flow sensor itself could be the ignition source, working temperature of the neonatal flow sensor is at about 400 ° c, glowing at higher temperature of 900° c only in case of cleaning/ calibration. Fuel is not present during use according to the IFU (e.g. Residues of disinfection, injection of flammable substances like medication, fibers, dust). The related warnings are included in the device as well as flow sensor IFU. A series of usage problems resulted in the observed ignition: 1. A nebulizer was used continuously while the flow sensor was in the patient system despite the IFU requests that the flow sensor is removed and replaced by a sealing plug if a nebulizer is used. (See IFU extract below) 2. The alarm messages "neonatal flow sensor failure" and "neonatal flow sensor soiled" were posted which indicates a flow sensor problem (e.g. Due to residues from nebulization.) 3. The user started a suction maneuver, consequently an oxygen enrichment started. During the reported time an fio2 concentration of 30% and an enrichment factor of two was set. Consequently, a fio2 concentration of 60 % was delivered during o2 enrichment. The suction maneuver was interrupted caused by a missing disconnection for suction. 4. 38 seconds later a manual calibration of the neonatal flow sensor was started by the user. During a manual calibration the flow sensor is heated up to clean the wires from residues. To do this the flow sensor needs to be removed from the breathing circuit and this must be confirmed by the user on the display. As soon as the limited residues are burned, the thermal event terminated this was confirmed during the investigation of the returned material. A thermal event inside a flow sensor is a technology inherent risk and could therefore not be excluded completely from occurrence. Nevertheless, the risk mitigation measures are rated to be appropriate, this is supported by the fact that this is the first complaint of this type for the device type. The IFU give the following warning notes concerning nebulization: "warning: risk of fire. The flow sensor can ignite medications or other substances based on highly flammable substances. Do not nebulize medications or other substances that are easily flammable or spray them into the device. Do not use substances containing alcohol. Do not allow flammable or explosive substances to enter the breathing system or the breathing circuit." The IFU give the following warning notes concerning neonatal flow sensor: "warning: risk of fire. Residual vapors of easily flammable disinfectants (e.g., alcohols) and deposits that were not removed during reprocessing can ignite when the flow sensor is in use. Ensure particle-free cleaning and disinfection. After disinfection, allow the flow sensor to air for at least 30 minutes. Before inserting the flow sensor check for visible damage and soiling, such as residual mucus, medication aerosols, and particles. Replace flow sensors when damaged, soiled, or not particle-free." "Warning: risk of fire. The measuring wires of the neonatal flow sensor are very hot and may ignite deposits of medication aerosols during nebulization. Before medication nebulization, remove the complete iso 15 neonatal flow sensor, or remove the sensor insert from the neonatal flow sensor y-piece and insert a sealing plug. Use additional monitoring since otherwise the minute volume is not monitored and apnea monitoring is limited."

Event description:
It was reported that the patient circuit burned from flow sensor side during patient connect. The customer stated that during patient connect there was a burning smell and suddenly fire start. No patient injury has been reported.